Event description:
Event verbatim [preferred term] because their tests are wrong/a rapid tests both negative/a lucira&it was positive [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). The reporter was considered as unidentifiable. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "because their tests are wrong/a rapid tests both negative/a lucira&it was positive". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: there are tons of infectious people walking around because their tests are wrong. The reporter's son has been + since "last wed" (unspecified date), the reporter did a rapid "last night" (date unspecified) & just now on him, and both were negative. The reporter did a lucira & it was positive. This is the same experience over and over again. Quality tests matter, and so does accessibility to them. Causality for "because their tests are wrong/a rapid tests both negative/a lucira&it was positive" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Because their tests are wrong/a rapid tests both negative/a lucira & it was positive [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). The reporter was considered as unidentifiable. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "because their tests are wrong/a rapid tests both negative/a lucira&it was positive". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "because their tests are wrong/a rapid tests both negative/a lucira & it was positive" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: there are tons of infectious people walking around because their tests are wrong. The reporter's son has been + since "last wed" (unspecified date), the reporter did a rapid "last night" (date unspecified) & just now on him, and both were negative. The reporter did a lucira & it was positive. This is the same experience over and over again. Quality tests matter, and so does accessibility to them. Follow-up (16jan2025 and 22jan2025): this is a spontaneous follow-up report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). Updated information: sample not available. No follow-up attempts are possible.

Event description:
Event verbatim. Because their tests are wrong/ a rapid tests both negative/a lucira & it was positive [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). The reporter was considered as unidentifiable. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "because their tests are wrong/a rapid tests both negative/a lucira & it was positive". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "because their tests are wrong/ a rapid tests both negative/ a lucira&it was positive" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: there are tons of infectious people walking around because their tests are wrong. The reporter's son has been + since "last wed" (unspecified date), the reporter did a rapid "last night" (date unspecified) & just now on him, and both were negative. The reporter did a lucira & it was positive. This is the same experience over and over again. Quality tests matter, and so does accessibility to them. Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: (B)(6) investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class- subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (B)(4), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Follow-up (16jan2025 and 22jan2025): this is a spontaneous follow-up report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). Updated information: sample not available. No follow-up attempts are possible. Follow-up (27feb2025): this is a spontaneous follow-up report received from product quality group. Updated information: investigation results. No follow-up attempts are possible.